Manufacturer narrative:
Heartsine's investigation determined a failed speaker due to ingress of debris as a result of storage outside the indicated conditions. The device would have been capable of delivering therapy and would have delivered speech prompts albeit at a lower volume than anticipated and therefore not likely to contribute to an adverse event.

Event description:
Low voice prompts. No patient involvement.

Event description:
Low voice prompts. No patient involvement.